Event description:
It was reported by the customer that epi drip ¿bolused¿ during set-up when the device was off. The clinician reloaded the IV set ¿kept messing with it¿ and said that "sometimes it fixes, sometimes it doesn¿t." This was reported to bd representatives during their site visit. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that epi drip ¿bolused¿ during set-up when the device was off. The clinician reloaded the IV set ¿kept messing with it¿ and said that "sometimes it fixes, sometimes it doesn¿t." This was reported to bd representatives during their site visit. There was no patient involvement.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an epi drip ¿bolus¿ during set-up when the device was off was not determined because no products or device logs were returned.